Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.3 inr/1.8 inr patient's warfarin dose was increased based on meter reading. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20203611, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the coaguchek s system.